Manufacturer narrative:
Products are visually checked before being released, with a specific procedure for rejecting non-conforming products, which includes the bubble criteria on box labels. According to the our process, the products may be released or rejected and in that case they are repackaged to reduce the release of inappropriate labels. A preliminary investigation revealed that the bubbles became visually apparent following the sterilisation step during the manufacturing process. The observed behavior has no influence on the product or risk to the patient. Further investigations are currently on-going to identify the root cause of the event and to put in place measures to prevent the problem reoccurrence.

Event description:
A presence of bubbles was spotted on the external packaging.

Event description:
A presence of bubbles was spotted on the external packaging.